Event description:
The customer reported obtaining a low lals (low angle light scatter) for differential, nucleated red blood cell (nrbc), and reticulocyte results on latron from the unicel dxh 800 coulter cellular analysis system. The customer also reported that platelet (plt) backgrounds failed at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse reported that the customer resolved the latron issues by flushing the flowcell prior to his arrival. The fse replaced multiple parts including check valves and the red blood cell (rbc) bath in an attempt to resolve the platelet (plt) background failures. The issue persisted and parts were ordered for a return visit. The fse returned to the customer's site and discovered a faulty rbc waste drain valve vl150. The fse replaced the waste drain valve vl150 to resolve the plt background issue and verified the repair as per established procedures. Results: failure mode of the latron issues cannot be identified; however, the customer reported that the issues were resolved following cleaning of the flow cell. Failure mode of the plt background issue is attributed to pinch valve vl150. (B)(4).